Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; idate product ID d-evolutfx-34 ((B)(6)); product type: 0195-heart valves; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure involving the tav evfxplus-34 and tav evfxplus-29 devices, an echocardiogram revealed an aortic valve area of 0.9 cm squared, a peak gradient of 79 mm hg, a mean gradient of 31 mm hg, a maximum velocity of 440 cm/s, and mild aortic insufficiency. Additionally, the patient had tortuous anatomy. During the procedure, multiple recaptures were necessary, which resulted in low blood pressure for the patient. Three recaptures were performed with the 34 mm valve, and two recaptures with the 29 mm valve due to both valves dislodging during the deployment attempts. The hypotension first occurred after the second recapture with the 34 mm valve. The devices were never implanted, and the procedure was switched to a non-medtronic device. The hypotension resolved following the successful valve implant of the non-medtronic valve. The physician indicated that the procedure, not the medtronic device, contributed to the symptoms.